Event description:
When attempting to use the clip applier; the clip applier was placed on the tissue, the clip would not deploy and the next one fell out of the instrument. The patient was asleep and there was no injury to the patient. A second clip applier was used with no problems.